Event description:
Lipids were hooked into intravenous tubing at y (injection port) connector with a bd interlink lever lock cannula on a very active pt. The interlink lever lock cannula became loose at luer-lok connection of tubing set, but not completely disconnected, resulting in loss of an estimated 5 grams of fluid. The pt was given 130cc of packed red blood cells.